Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Although medtronic was not authorized to evaluate/repair the device, the customer returned one single board computer (sbc) board. An investigation was performed and the reported issue was confirmed. A review of the history log file showed system error codes. The root cause of the reported issue was identified to be memory corruption on the sbc board.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use the ht70 ventilator system error was generated. The patient was manually ventilated via an ambu bag. There was no patient harm reported. A forcible termination was done and after rebooting, the device recovered. Ventilation didn't stop.